Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v as a piggy back lens to another lens and a haptic tore. The surgeon enlarged the incision to remove it but no suture required. This type of use is not covered in staar labeling.

Manufacturer narrative:
Eval: results: a visual inspection of the returned product shows the lens optic and a haptic is torn off. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.